Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report of a bent/damaged outer tube was confirmed. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the presence of corrosion on the device is a result of improper reprocessing. Additionally, the damage-related failures are believed to be a result of improper handling and extensive force. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the telescope "ultra", 5.4 mm, 0° was bent. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.